Manufacturer narrative:
Other relevant device(s) are: product ID: mc1avr1-delsys, serial/lot #: (B)(4), ubd: 14-jul-2021. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-jul-2021 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 29-jan-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion as noted on fluoroscopy and echocardiogram, during the implant procedure of the leadless implantable pulse generator (ipg). Pericardiocentesis was performed. The leadless ipg remains in use. The patient is a participant in the accelerometer sensing for micra av (accelav) study . No further patient complications have been reported as a result of this event.